Event description:
Manufaturer's ref (B)(4).

Manufacturer narrative:
The investigation of the returned turbine/blower module reproduced the customer reported issue. When mounted and tested in a test ventilator, the device passes pre-use check but fails during ventilation by the generation of a technical alarm indicating a turbine module failure. The visual inspection of the module motor controller pc board did not reveal any deviations. The cause of the reported error is due to a faulty turbine module, most likely due to a component failure, which component has not been established. The device will switch to 100% o2 supply when the error is generated, if no o2 supply is connected, the fault will lead to stop of ventilation. Both audible and visual alarms will be generated.

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient involvement. Manufacturer's ref. #: (B)(4).